Event description:
It was reported that when the patient received inappropriate shocks due to noise. X-ray revealed lead dislodgement. The lead was explanted and replaced when lead repositioning was unsuccessful. The patient was doing well post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.